Event description:
It was reported that there were concerns this right ventricular (rv) lead had fractured. The patients reported dizziness and upon interrogation there were anomalous impedance values and the fracture was confirmed via x-ray imaging. When attempting to remove this lead, difficulties were encountered in removing it and it was ultimately capped and surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.